Event description:
It was reported by the customer that a bd pyxis medstation es system had a drawer failure, and the device was not detected on bus. During device inspection, a field service engineer discovered that the thermal event occurred for drawer 6.2, which damaged the solenoid, retractor band, drawer board and latch sensor. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-oct-2022 to 19- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer got failed and the device was not detected on bus. Replace the t board, both drawer controller boards, new t board both retractor bands and drawer to solenoid latch sensor to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. During device inspection, a field service engineer discovered that the thermal event occurred for drawer 6.2, which damaged the solenoid, retractor band, drawer board and latch sensor. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to thermal event occurred. A field service engineer replaced t board, drawer controller boards, retractor bands and latch sensor to resolve the issue. The system functioned as intended.